Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital for training purposes and peritonitis. Remedial therapy with unspecified antibiotics begun. Sterile peritonitis was resolved.

Manufacturer narrative:
(B)(4). The patient was admitted to the hospital for training purposes. The second day of hospitalization, the patient was treated with vancomycin (brand name not available) and glazidim (ceftazidime). Antibiotic treatment lasted for 10 days.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. On an unreported date in (b)(40 2013, the patient experience peritonitis.